Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch is for the inform system 1. Reference medwatch with patient identifier (B)(6) for the inform system 2. Device will not be returned.

Event description:
Reporter stated that customer received the following results on 2 different meters within 9 minutes: 17.4 mmol/l at 11:32 and 12.2 mmol/l at 11:34 (inform system 1) and 5.2 mmol/l at 11:41 and 11.9 mmol/l at 11:46 (inform system 2) no actions taken based on device results. No adverse event due to the device reported. The manufacturer requested return of suspect product for evaluation; however, the test strips are not available any longer.